Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula issue on (B)(6) 2026. The infusion set cannula was bent. The event occurred three or more hours after insertion. The insertion site was abdomen. The blood glucose level was high (354 mg/dl) and the patient was treated with correction bolus via pump. No further information is available.